Manufacturer narrative:
The reagent lot number was 81773401 with an expiration date of 31-may-2026. The field service representative (fsr) cleaned and flushed the rinse tubes and nozzles and adjusted the rinse volumes. The customer had no further issues after the service visit. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient urine sample tested for tina-quant albumin gen.2 - urine application (alb-t tq 2) on a cobas 6000 c501 module. The initial result was 33 mg/l. This result did not correspond to the patient¿s clinical picture, and the sample was repeated. On (B)(6) 2025, the repeat result was 5 mg/l. This result was believed to be correct.

Manufacturer narrative:
The c501 module serial number was (B)(6). The field service representative (fsr) cleaned and flushed various tubings and the suction pipes. After cleaning, a reaction component wash was performed. Calibration, qc, and patient results were all acceptable. The investigation is ongoing.